Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a cardiac tamponade. During an ablation procedure for atrial fibrillation (af), the left atrium (la) map and right atrium (ra) map were performed using the intellamap orion catheter. During the procedure, a cardiac tamponade occurred. The procedure was completed. The patient recovered by a thoracotomy procedure. The physician noted the possible cause of cardiac tamponade was since there was a hole in the left atrial appendage (laa), it was possible that it occurred when delivering the orion to laa during la mapping. However, the device was not pushed deeply into laa and no resistance was felt with any device.